Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a broken modular cable. The modular cable was exchanged.

Event description:
Additional information was received that the outer layer of the modular cable was cracked and split in several areas.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of superficial jacket damage of the modular cable was unable to be confirmed. The heartmate 3 vad modular cable (lot number: unknown) was not returned for analysis. No photos of the jacket damage were submitted. No log files were provided. Additional information stated that the outer layer of the modular cable was cracked and split in several areas. A root cause for the reported jacket damage was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable were unable to be reviewed as the lot number was not provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The IFU section 6 also informs the user ¿if the driveline or modular inline connector appears damaged, please contact abbott medical for assistance.¿ the patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.